Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen rotating hinge tibial plate catalog # 00588000500 lot # 63979163; nexgen stems catalog # 00598801514 lot # 63869669; nexgen rotating knee femoral component catalog # 00588001602 lot # 63333748; nexgen rotating hinge articular surface 00588006014 catalog # 00588006014 lot # 63686746. Report source: (B)(6). Customer has indicated that the product will not be returned because it is not returned by patient. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event: 0001822565-2019-01120; 0002648920-2019-00194; 0001822565-2019-01121; 0001822565-2019-01123.

Event description:
It was reported that the patient underwent a knee arthroplasty. The patient was experiencing pain and instability six months post operative. Subsequently, the patient was revised due to loosening.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.